Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated the pump was worn in a fresh water stream and alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: during evaluation, no damage to the keypad was observed. The complaint of unresponsive keypad buttons was not duplicated. All of the keypad buttons responded properly. The keypad was removed and evidence of contamination was found under the contrast button contact. Unrelated to the complaint, moisture was visible behind the display lens. A leak test was performed and revealed a display lens leak. The pump was opened and moisture was found throughout the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.